Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The event was caused by a component failure of pump head. The cause of the pump head failure could not be determined. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flushing pump had a faulty pump head which led to poor water delivery. This issue occurred during reprocessing. There were no reports of patient harm.

Event description:
It was reported, the flushing pump had a faulty pump head which led to poor water delivery. This issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when additional information become available.